Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient was not device dependent. Programming changes were discussed. The patient was fine.